Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. The purge pressure rise gradually decreased and returned to the normal range after infusing tissue plasminogen activator (tpa). The likely cause of the high purge pressure issue was biomaterial, as the purge pressure returned to normal after infusing tissue plasminogen activator.

Manufacturer narrative:
The device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 45-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure. The nurse attempted to troubleshoot per protocol but was unable to resolve the alarms. Tissue plasminogen activator (tpa) protocol was subsequently initiated. No further information was provided. There was no reported harm to the patient.